Event description:
It was reported that a 6f angio-seal sts plus device was selected for use. When the physician went to pull out the device after angio-seal deployment, the device would not pull out and remained 2 centimeters into the sheath of the device. A vascular surgeon was consulted, and the patient underwent surgical intervention at the puncture site. The angio-seal was removed, and the patient was reported to be doing well with no consequences.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The suture had been partially extracted, and the tamper tube was approximately flush with the sheath distal tip consistent with partial deployment. The suture loop had been severed consistent with cutting. The collagen had been detached and was returned separately; its appearance suggested detachment after the suture loop had been severed. Damage was also noted to the sheath; its appearance suggested detachment after the suture loop had been severed. Damage was also disassembled. The suture was properly positioned with no evidence that it had been tangled, knotted, or restrained; a portion of the suture remained coiled within the suture wind disk. No contributing anomalies were noted in the suture path, or in the location/condition of any related component. The device was reassembled and the remaining suture extracted; no anomalies were noted during deployment or after subsequent disassembly. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined.